Event description:
It was reported that during a cholecystectomy procedure, the air leaked. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B) (4). (B) (4). Leak. Eval summary: the analysis results found that the b12lt instrument was functionally leak tested and failed. Additionally the lens of the obturator was noted cracked. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the mfg process.